Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been brought to the emergency room on (B)(6) 2026 where they were admitted with elevated blood glucose (bg) levels above 13.9 mmol/l (250 mg/dl) while wearing the pod between 25 and 36 hours. Symptoms reported include high bg levels, vomiting, paleness, fatigue, and dehydration. The patient was diagnosed with diabetic ketoacidosis. The patient was treated with insulin via intravenous. The patient was released on (B)(6) 2026.